Manufacturer narrative:
The product will not be returned, therefore no product analysis would be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic sheath was introduced to the patient. A pre-balloon aortic valvuloplasty (bav) was performed and the valve was advanced. The valve would not cross the annulus. The valve was removed and a bav was performed. The valve was re-advanced, however, the valve would not cross the annulus. The valve was removed and a bav was performed. The valve was advanced and would not cross the annulus again. As the valve was attempting to be advanced, the patient's pressure dropped to 20mmhg. The patient was placed on cardio pulmonary bypass. There was no annulus or arch dissection. It was reported that there was an abdominal aortic aneurysm (aaa) dissection and a stent was placed. It was reported the dissection occurred due to the non-medtronic sheath and dcs passing the aaa so many times. No additional adverse patient effects were reported.